Event description:
It was reported that the unit's outside is off track and will not go back on potentially leading to the device being difficult to maneuver unit which does not result in a tip. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The field service representative was unable to evaluate the unit as it was not made available by the account. The serial number of the device could not be obtained.

Event description:
It was reported that the unit's outside is off track and will not go back on potentially leading to the device being difficult to maneuver unit which does not result in a tip. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.